Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 213422134265-2010-04154. It was reported that during a stenting treatment procedure, two stents became dislodged and migrated in the vessel. The target lesion was located in an iliac vein. As the physician was deploying an unspecified wallstent endoprosthesis, the stent migrated distal in the vein. A second unspecified wallstent endoprosthesis was advanced to treat the original target lesion. The stent was deployed without issue and post-dilatation was completed with an unknown 12mm balloon catheter. After deflating the balloon, the stent migrated proximally towards the sheath. The procedure was ended at this point. There were no additional patient complications reported and the patient's status is fine.